Event description:
It was reported that the patient's device was explanted and returned prophylactically product analysis was performed on the explanted device. Visual analysis of the pcba (printed circuit board assembly) showed contaminants on the trimmed edge of the pcba. Based on the test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The pcba was subjected to postburn electrical tests where it failed several of the electrical tests. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed, in which it passed. Device history records were reviewed for the generator and found that the device was sterilized and passed all quality inspections prior to distribution. Review of the trim test tab indicated that the device was manufactured with the laser-routing process. No other relevant information was received to date.